Event description:
Patient's home health nurse (B)(6) reported during consultation regarding change in tubing for patient's hizentra that the freedom pump that patient has on hand is running slower and the infusions are taking longer time than they used to and than they should be. Pharmacist approved a replacement pump to be sent to the patient due to the pump malfunction and taking a longer time. Home health nurse will have patient's parent send back the old pump when replacement is received. No further information provided, unknown if the reported product fault occurred while in use with the patient. Unknown if the product issue caused or contributed to patient or clinical injury. Unknown if the actual device is available for investigation. Device replaced by pharmacy. Unknown if the patient had a backup device that she was able to switch to. Reported to cvs/caremark by health professional.